Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during a dwell cycle. The patient had three bags connected and only the heater bag had solution. The patient did not disconnect nor did any solution bags. The patient also confirmed there were no leaks or unused lines. (B)(4) had the patient cycle power to clear the error and referred him to his dialysis nurse. Product surveillance contacted the patient who explained that nothing was unusual with the supplies and he did not know how air got into the line. The patient did not have the lot information or a sample. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.